Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection revealed the following: the sheath was unexpanded; the sheath housing was disassembled, and the duckbill valve had a small gap on one end of the slit. There were no abnormalities observed on the outside of the sheath or on the other valves or sheath housing. Functional testing was performed, and the sheath was flushed without any other devices or guidewire inserted and leakage was observed from the proximal end of the sheath housing during flushing. A gap observed between the slit in the duckbill valve supports the leakage observed during flushing when nothing is inside sheath. Dimensional testing was not performed as the complaint was confirmed through functional testing and visual observation. During receiving inspection, duckbill valves are inspected on a sampling plan to ensure that they are free of cracks, voids, and misfills per the drawing. The supplier also provides a certificate of conformance with each receiving lot to certify that the units meet specification. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. During complete sheath assembly both sides of all valves are 100% visually inspected per procedure. During leak testing, the assembled sheath are 100% leak tested. Per procedure, during final "inspection", the sheath are 100% visually inspected by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis per procedure. During pv testing, the sample sheaths underwent hemostasis testing. The devices were flushed through the flush port during preparation for the hemostasis test, which would identify leaks due to abnormalities on the duckbill valve. This lot, all samples passed pv testing, include hemostasis testing, indicating that no leaks were observed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint. A lot history was reviewed and revealed no other complaints related to the reported event. A review of the complaint history from (B)(6) 2019 revealed other returned complaints for this reported event (esheath, all sizes). However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the may 2019 control limit for all the trend categories. The complaint was confirmed based on visual inspection and functional testing of the returned device. A review of IFU/training materials revealed no deficiencies. Visual inspection of the returned device noted a small separation on the slit of the duckbill valve. Per training manual, the duckbill valve is designed to provide hemostasis when there is nothing inside of the sheath. The disc and cross slit valve each have an opening in them to allow for the passage of a guidewire and delivery system. Hemostasis will only be maintained with no devices inserted if the duckbill valve successfully prevents backflow of fluid. This requires that the slit of the valve remain closed. During functional testing of the returned device, a leak was observed coming from the proximal end of housing when the sheath was flushed with no device or guidewire inserted through the sheath. It is possible that fluid leaks from the duckbill valve slit through hemostasis valves and exits the sheath housing. In this case, based on available information, a potential manufacturing nonconformance was identified. A review of IFU/training materials revealed no deficiencies. Potential manufacturing nonconformance was identified as a result of the investigation. The occurrence rate did not exceed the may 2019 control limits for the applicable trend category. No corrective/preventative action is required at this time; however, an awareness communication provided awareness of the impact of a potential manufacturing non-conformance and clarification on hemostasis valve inspection procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As per pre-decontamination observation, fluid leakage from the proximal end of housing was observed when flushing without the introducer inserted. As reported by our swedish affiliate during preparation for a tavr procedure, leakage from the introducer was noted. The check valve was leaking¿ continuously¿. The sheath was never in contact with the patient.  A replacement sheath from a different kit was used with no issues.